Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient reported that the g5 mobile application had an update where volume controls on the phone no longer manage alerts. Because of this, the patient explained she walked out of the bedroom and returned and picked her phone noticed that her glucose levels were at 20 mg/dl and that both her phone and husband phones volume were to off. The patient stated she forgot to change the low alert on her phone to an audible alert, resulting in no audio output. No additional patient or event information is available. No product or data was provided for evaluation. The reported event could not be confirmed. A root cause cannot be determined.